Event description:
The scanner failed to send images to the workstation, requiring a patient rescan.

Manufacturer narrative:
The patient needed a rescan because the scanner failed to send the images. We have taken corrective measures to mitigate the risk and prevent errors through a service visit. Daily calibration and quality assurance testing were completed on the system without any issues. Any additional information about this incident will be included in a follow-up MDR.